Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while loading a new cartridge, insulin drops were not observed exiting the infusion set tubing. The pump system check was not completed as the phone call had been disconnected. Blood glucose was 168 mg/dl. Multiple attempts were made to follow up with the customer to complete the pump system check. On (B)(6) 2018, the customer was contacted. The cause of the reported issue was not determined as the customer had since resumed pump therapy.